Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) respiratory rate is very erratic, and shows a waveform even when the module is not connected to the device. No patient harm was reported. The unit was evaluated and the customer's reported problem was duplicated. The ECG socket was replaced to resolve the issue. The front and rear enclosure were also replaced. The cases have cracks and cracked screw inserts. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) respiratory rate is very erratic, and shows a waveform even when the module is not connected to the device. No patient harm was reported. The device has not yet been returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) respiratory rate is very erratic, and shows a waveform even when the module is not connected to the device. No patient harm was reported.